Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges were slightly more difficult to fill as there was an increase in pressure. Reportedly, the customer believed that it was due to the way the cartridge was being filled and stated that they push the needle in more than needed. The customer was able to fill the cartridge. There was no impact to the customer's blood glucose level.